Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The starclose se device was used in an area of calcified plaque. It should be noted that the electronic starclose instructions for use (IFU), states: do not deploy the clip in areas of calcified plaque. It is unknown if the IFU deviation contributed to the reported difficulties. Based on the information provided, a definitive cause for the reported issue could not be determined; however, the treatment appears to be related to circumstances of the procedure. It is unknown if the instructions for use (IFU) deviation contributed to the reported difficulties. Factors that may contribute to the failure to achieve hemostasis include, but not limited to, incorrect positioning of device, inadequate tissue capture by the clip, delay in deploying clip after vessel locator was pulled into apposition against anterior surface of artery. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the calcified left common femoral artery was attempted with a starclose device using a 6f sheath after a superficial femoral artery (sfa) occlusion intervention procedure. Reportedly, there were no issues deploying the device; however, due to calcification, the clip could not properly capture the vessel, therefore, the device could not achieve hemostasis. A percutaneous transluminal intervention (pti) with a balloon was used to achieve hemostasis. A clinically significant delay due to the pti was reported. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 1494 - patient selection.

Event description:
It was reported that an arteriotomy closure of the calcified left common femoral artery was attempted with a starclose device using a 6f sheath after a superficial femoral artery (sfa) occlusion intervention procedure. Reportedly, there were no issues deploying the device; however, due to calcification, the clip could not properly capture the vessel, therefore, the device could not achieve hemostasis. A percutaneous transluminal intervention (pti) with a balloon was used to achieve hemostasis. A clinically significant delay due to the pti was reported. There was no reported adverse patient sequela. No additional information was provided.